Event description:
It is reported that the liner was revised due to eccentric wear.

Manufacturer narrative:
Evaluation summary: the liner was in vivo for more than 18 years. It was not returned for evaluation. No information is provided regarding patient age, gender, activity level, height, or weight. Additionally, no x-rays were provided. The cause for the liner wear which led to the revision surgery cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.